Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer reported that the device started dropping before bypass. The customer stated that increasing the pressure, subsequently increased the dropping. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the priming solution dripped out from the bottom, there was a puddle under the oxygenator. The leak test of the heat exchanger showed no pressure drop. The drip was observed before bypass began. The drip frequency increased with an artificial increase in pressure. The pressure is measured pre oxygenator. The problem was recognised before bypass.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing shows evidence of a leak when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Note: there is blood staining on the bottom of the device from the leaking fiber. Testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 215 mmhg blood side pressure drop. Reason for return was confirmed for a leak and undetermined for pressure drop. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.